Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and advised to call back if the malfunction code recurred. The caller acknowledged and understood the instructions.